Event description:
Boston scientific received information that this transvenous right ventricular lead was removed for reason of repair/upgrade. The reason for removal was not clearly known. The local area sales representative was contacted for more information.

Manufacturer narrative:
To date, information suggests that this medical device was to be returned to boston scientific but has not been to date. As new information becomes available, this report will be further evaluated and updated.